Event description:
On (B)(6) 2012, at (B)(6), rotaflow with serial number (B)(4) displayed a "temp" error. The pump continued to work. The unit was powered off and then powered back on. Once, the unit was powered back on, the temperature error was resolved. Note: the flow was being measured by an optional transonic flow probe. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2012, service order (B)(4) was generated for this event. Per service order, the battery was replaced. (B)(4).